Manufacturer narrative:
Investigation and conclusion by operating facility that the pt had pre-existing condition and hair thinness not related to eeg procedure or products used. Pt on blood pressure medication that can cause hair loss and thinning. Also, pt has treated hair with chemicals which may have contributed to general hair loss and bald spots.

Event description:
Pt claimed that eeg procedure caused her to lose hair.